Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): no pre-dilatation there was no reported product deficiency. The reported patient effects of ischemia and restenosis, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the sds was delivered without pre-dilatation (direct stenting). Although implanting the stent without pre-dilatation likely did not contribute to the reported patient effects 10 months post-procedure, it should be noted that the IFU states, the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.

Event description:
It was initially reported that approximately 10 months post direct stenting of a xience v stent in the mid left anterior descending artery (mlad), the patient had a positive exercise test with ischemia in the lad. Angiogram revealed that all stents were patent, but there was a de novo lesion in the mlad. Subsequent information reported 70% stenosis in the lesion treated during the index procedure. There was no adverse patient sequela reported and on (B)(6) 2010, the patient was discharged. There was no additional information provided.